Event description:
In 2008, bilateral breast augmentation with mentor saline implants. At about 20 days later - deflation right present implant. At approximately 16 days later - pt underwent bilateral capsulectomy and implant removal, left implant removed intact - pt implant was deflated but removed intact. Pt augmented with mentor 500 cc high profile gel implants without incident.